Event description:
This case was reported from (B)(6) . Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure. According to customer the doctor depressed the plunger too early, and this might be the reason for failure.